Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The facility reported a posterior capsule tear occurred during the procedure. The current pt status was not provided. Add'l info has been requested.